Event description:
It was reported that the customer the infusion set pops out while she is sleeping. The customer states that they swim in a public pool. Advised customer to use another infusion set. The customer's blood glucose is 210 mg/dl. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.